Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Pre-implant aneurysm and vessel morphology are unknown. The patient has a history of coronary artery disease status post myocardial infarction, hypertension, emphysema, alcohol abuse, and chronic lymphocytic leukemia. It was reported that the pt did well post-procedure. It was reported that a computerized tomography (CT) scan performed in 2003 demonstrated a type I proximal endoleak with an increase in aneurysm size to 5.3 cm as compared to 4.5 cm six months earlier. The patient declined open surgical aneurysm repair; therefore, a talent cuff was implanted in 2003. During implantation of the talent cuff, angiography demonstrated that the aortic neck was 12-14 mm in length with a 40-45-degree angulation. After the talent cuff was deployed, it was reported that there was not a good seal between the cuff and the bifurcated stent graft due to the angulation of the aortic neck; therefore, two 28 mm diameter x 3.75 cm length aneurx aortic cuffs were implanted to assure a good proximal seal. There was no evidence of endoleak at the conclusion of the procedure. No clinical sequelae were reported, and the patient is reported to be fine.